Event description:
The customer contacted physio-control to report that their device was failing the user test and the service indicator was illuminated. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed the word ¿service¿ across the display of the customer¿s device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. Physio-control also observed the device intermittently power off by itself.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the power pcb assembly, the interface pcb assembly, the system/interface pcb cable assembly, the main keypad/interface pcb cable assembly, and the printer/interface pcb wire harness assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.